Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that they do not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c lot number 22069226 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5301-c lot number 22069307 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5301-c lot number 22069307 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 6 bd 8.5 in pressure rated sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: we have faulty devices that do not flush.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-dec-2022. H6: investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was observed near the female luer. A quality notification was sent to the manufacturer. A device history record review for model mp5301-c lot number 22069226 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5301-c lot number 22069307 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5301-c lot number 22069307 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 6 bd 8.5 in pressure rated sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: we have faulty devices that do not flush.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 22069226 , medical device expiration date: 10-jun-2027, device manufacture date: 09-jun-2022, medical device lot#: 22069307, medical device expiration date: 15-jun-2027, device manufacture date: 14-jun-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd 8.5 in pressure rated sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: we have faulty devices that do not flush.